Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Overtime the mbt revision reamers, hudson adapter, and t-handle and adapter have become worn and damaged. The reamers strip, then the flat edges where it attached to the adapter will become rounded and/or the adapters connection will slip off and also become slightly deformed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.